Event description:
It was reported that a technician was at the foot end of the x-ray system, positioning the pt and leaning against the table. The physician actuated the tube angulation which causes the spot film device to drive downward. When the spot film device moved, the nurse's leg was pinched between the table and the spot film device. We were informed that the technician called to the physician to stop the movement. The physician responded by pressing the red emergency stop button which halts all system movements. This incident reportedly caused severe bruising and clots to the technicians legs. Consequently, the involved technician allegedly had to have her legs aspirated/drained to remove the clots. This reportedly has not been entirely successful in removing the clots to date. We were informed that she was out of work for 12 days and is now under limited duty. The initial report stated that this incident was a result of operator error.